Event description:
It was reported that the customer experienced a high blood glucose (bg) level that was displayed as "high", though a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. The customer addressed their bg with a manual injection. Tandem technical support advised customer to consult with their healthcare provide to update their pump settings to address the event.